Event description:
On interrogation the 6949 lead was found to have noise which indicated a fracture in the insulation. The patient was brought to the lab and the lead was extracted and a new lead was placed. The patient had a good outcome.